Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report issues with the insulin pump. Customer reported that they are experiencing high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose reading was 342 mg/dl. Customer reported that the insulin pump alarmed low reservoir. However, the pump failed to alarm a high blood glucose alert. Customer reported that their bolus may not have been delivered. Customer also reported that the infusion set is leaking. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk; unable to perform occlusion, prime and excessive no delivery tests due to a33 alarm. However, the insulin pump passed operating current, a21 error test and displacement test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.